Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880

Event description:
It was reported by the doctor that when they were placing the implant the fixture mount would not disengage. The doctor placed another implant in its stead.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection with corresponding transfer mount and mount screw. A visual inspection revealed moderate wear and debris about the threads, collar, and internal threads. The internal hex of the implant, and mount screw drive feature are slightly damaged. The product was functionally tested. It was confirmed that an excessive amount of force was required to disengage the mount screw from the implant. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent implants 9665 rev 0-09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual #5161. A root cause for the complaint could not be determined. (B)(4). Lot number was provided and was included in the initial report (MFR 0002023141-2018-00594).

Event description:
No further event information available at the time of this report.